Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had air/water leakage from the scope connector and the insertion tube. The issue was found during maintenance. Inspection and testing of the returned device found a gap of adhesive on the distal end / stain entered inside the lens through the gap. Additionally, there is a gap between acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of air/water leakage was not confirmed. The device evaluation found the air/water cylinder had discoloration. Due to a pinhole on the distal end, water tightness was lost. The adhesive on the distal end was chipped. Due to wear of angle wire, the play of the up/down knob was out of the standard value. Due to wear of angle wire, the play of the righ/left knob is out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the gap between the acoustic lens and ultrasonic probe occurred due to handling methods. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿warning ¿ never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result.¿ olympus will continue to monitor field performance for this device.